Manufacturer narrative:
It as further reported by the hosp that a suction procedure was performed on the pt at the time of the event. The affected device was tested in 2007 by drager service, according to drager test certificate, no indication for a device fault could be found. The analysis of the device internal log-file did also not reveal an indication of a device malfunction. It must be further remarked, that the airway pressure is continuously monitored and controlled by two independent channels of the device; if pmax (setted max. Airway pressure) is reached the airway-system will be automatically opened. The investigation is ongoing, results will be reported in a follow up report.

Event description:
It was reported that: during use on a ptm the savina was making sound/noise. It was further reported that in 2007, at 14:15 pm an increased noise was noticed and the device displayed following parameters: expiratory tidal volume 4000ml. Minute volume 7000ml. After this situation the noise was like as normal condition, but the pt suffered a barotrauma. The savina was replaced by another ventilator. The following month, it was reported that the pt suffered a pneumothorax.